Manufacturer narrative:
The insulin pump had a broken reservoir tube lip and broken battery tube threads noted. The insulin pump was unable to prime during prime test due to moisture damage on faulty force sensor. The insulin pump was unable to test for air bubble anomaly, perform excessive no delivery test and occlusion test due to prime/fill anomaly. The insulin pump had minor scratches on lcd window and cracked case.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. The customer reported having a blood glucose level over 400 mg/dl the week prior to the call. Blood glucose level shortly before the call was 341 mg/dl, but came down to 301 mg/dl at the time of the call. During troubleshooting, the customer confirmed that the insulin pump was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.